Event description:
Patient hospitalized for two bouts of septic serratia marcescens that developed in her indwelling port that had been placed for chemotherapy administration. Patients port had more than likely been heparinized with the becton dickinson heparin (100 units/ml 5ml syringe) recently placed on recall by the manufacturer.